Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of noise and inappropriate shocks was confirmed via review of stored electrograms. Silicone, septum material was observed in the rv hex cavities. It is unknown if the material was present prior to explant. The material could have contributed to the reported loosening of the set screws if present at the time of implant. The root cause of the noise is believed to be a lead connection issue caused by a loose set screw.

Event description:
It was reported that the patient presented in ER due to inappropriate shocks from noise. The pocket was opened to check the connection between the leads and the device and a the rv set screw was found to be broken and was alleged to be the cause of the noise. The device was explanted.